Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was hospitalized. Upon follow up, the pdrn stated the patient was in a rehabilitation facility following a hospitalization for spontaneous bacterial peritonitis. The cause of the patient¿s peritonitis was reported as touch contamination. The patient¿s peritoneal effluent culture yielded staphylococcus epidermidis and staphylococcus cohnii. The patient was prescribed and treated with vancomycin and ceftazidime (route, dose, and frequency unknown). The patient was discharged from the hospital after eight days. Pd therapy was continued in the hospital. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding are unknown.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Per the pdrn the cause of the peritonitis was touch contamination, a breach in aseptic technique. There is no allegation of a malfunction or deficiency against any fresenius product. The culture results of staphylococcus epidermidis and staphylococcus cohnii supports the report of touch contamination as they are both bacterial species found on human skin. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.